Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a peritoneal endometriosis, the circular stapler was opened and closed twice to position on the rectum wall but it broke. The device did not fire. Another device was replaced to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a peritoneal endometriosis, the circular stapler was opened and closed twice to position on the rectum wall but it broke. The device did not fire and the anvil disarticulated. Another device was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the presence of a full complement of staples. The disengaged staple guide was observed to have proper weld marks on the staple guide and shell head. {anvil}: the anvil of the instrument was observed to be tilted and separated from the instrument. In addition, part of the crush ring was observed to be crushed. It was reported that the device did not fire and the anvil was disarticulated. The instrument broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is handled rough. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that the tissue thickness can comfortably compress to 2mm for staplers with 4.8mm staples and 1.5mm for staplers with 3.5mm staples. Excessive tissue thickness may result in unacceptable staple formation and /or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.